Manufacturer narrative:
Event date: unknown.

Event description:
It was reported via social media that an allergic reaction occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. It was reported via facebook that the patient has "bad" rashes since the procedure. Boston scientific has attempted to obtain additional information but none has been provided at this time. It was further reported that the patient underwent both blood and skin tests and the physician could not find anything the patient was allergic to, including nickel. The patient is still "having some allergic reaction but not nearly as bad as originally." A transesophageal echocardiogram was performed on (B)(6) 2019 and the implant was doing well. The position of the device was good and there were no leaks.

Manufacturer narrative:
Event date: unknown.

Event description:
It was reported via social media that an allergic reaction occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. It was reported via (B)(6) that the patient has "bad" rashes since the procedure. Boston scientific has attempted to obtain additional information but none has been provided at this time.